Manufacturer narrative:
(B)(4). Batch #: u95y8n. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with an unknown trocar placed on the device shaft. Further analysis showed one jaw was disengaged from the cam. This condition would not allow the jaws to collapse to form the clips. Additionally, the advancer was noted to be in good condition. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips. As a result, the instrument could no longer be fired due to the activation of the lockout mechanism. The instrument has an orange indicator that appears on the top of the handle as a reference for the user regarding the number of clips remaining. No conclusion could be reached regarding what caused the jaw disengagement. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: possible causes for the condition of the jaw disengagement from the cam may be due to inadvertent force, twisting, or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. The event described could not be confirmed as the device was returned empty and no functional testing could be performed. It should be noted that the issue found is not related to feeding issues. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during an unknown procedure, the clip was not fed into the jaws properly. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available. Affiliate reference number: (B)(4). Please take photos for japanese customer.